Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 088. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: a review of the black box history showed several call service 088 alarms. 24 hour testing was performed and call service alarm 088 was duplicated during testing. Unrelated to the original complaint, moisture was observed under the display lens. The audio bolus button cover was found to be torn but responded appropriately to user input. A leak test was performed and failed due to a leak in the audio bolus button. The pump was opened to find moisture on multiple internal pump components. (B)(4).